Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had heaviness in their right arm, lightheadedness, dizziness, and trouble walking. The patient presented to the emergency department (ed) and was admitted to the hospital for a possible stroke. A head computed tomography (CT) was performed and found no definitive proof of stroke. CT of the heart and left ventricular assist device (lvad) was performed and there was no evidence of left atrial chamber thrombus, left atrial appendage thrombus, left ventricular chamber thrombus, lvad inflow or obstruction or lvad outflow thrombus. The cause of the patient's symptoms was not positively identified but they were thought to be caused by an ischemic stroke. The issue was not thought to be related to the lvad and the device operated as intended. The patient was sent home with follow up appointment with neurology after 3 days with no symptoms.